Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("I kept having utis"), urogenital fistula ("I have a vaginal/bladder fistula"), cystitis interstitial ("diagnosed with ic"), bladder pain ("my bladder and anus hurt when I pee"), proctalgia ("my bladder and anus hurt when I pee"), palpitations ("bad heart palpitation") and feeling abnormal ("pulling sensation"). The patient was treated with surgery (hysterectomy and vaginal surgery was done on (B)(6) 2019 to fix it). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, urinary tract infection, urogenital fistula, cystitis interstitial, bladder pain, proctalgia, palpitations and feeling abnormal outcome was unknown. The reporter considered bladder pain, cystitis interstitial, feeling abnormal, medical device removal, palpitations, proctalgia, urinary tract infection and urogenital fistula to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on an unknown date: vaginal/bladder fistula. Concerning the injuries reported in this case, the following ones were described in social media : bladder pain, cystitis interstitial, feeling abnormal, medical device removal, palpitations, proctalgia, urinary tract infection and urogenital fistula. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("I kept having utis"), urogenital fistula ("I have a vaginal/bladder fistula"), cystitis interstitial ("diagnosed with ic"), bladder pain ("my bladder and anus hurt when I pee"), proctalgia ("my bladder and anus hurt when I pee"), palpitations ("bad heart palpitation") and feeling abnormal ("pulling sensation"). The patient was treated with surgery (hysterectomy and vaginal surgery was done on (B)(6) 2019 to fix it). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, urinary tract infection, urogenital fistula, cystitis interstitial, bladder pain, proctalgia, palpitations and feeling abnormal outcome was unknown. The reporter considered bladder pain, cystitis interstitial, feeling abnormal, medical device removal, palpitations, proctalgia, urinary tract infection and urogenital fistula to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on an unknown date: vaginal/bladder fistula. Concerning the injuries reported in this case, the following one/ones were described in social media : bladder pain, cystitis interstitial, feeling abnormal, medical device removal, palpitations, proctalgia, urinary tract infection and urogenital fistula. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media source received: reporter information added events added: uti, vaginal fistula, cystitis interstitial, bladder pain, proctalgia and pulling sensation. On (B)(6) 2020: social media source received: reporter information added.new event bad heart palpitation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.